Event description:
Consumer questioning the accuracy of the meter. Consumer comparing results to the hospital's meter. Analysis run on clark error grid using competitive reading (228) as ref. Point vs. Bd reading (400) yielded data points in the c range of the grid, outside acceptable limits.